Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation device being used outside a procedure. It was reported that this system boot to a message that said "low graphics mode". The message went away, and when the system was reboot it did not reappear. No patient present, no delay.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.